Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 9.7 mmol/l at the time of the incident. Customer stated that the drive support cap appears normal. Customer did not report a motor position encoder error alarm. Customer was assisted in performing a pump rewind. Customer received a no delivery alarm. Customer was not able to get out of the rewind process to verify the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.